Manufacturer narrative:
Other, other text: one infusion pump was returned for evaluation. Visual inspection of the device found it to be in fair condition, noted to be missing the nub on dso. This confirms the reported customer complaint, as this would cause the pump to alarm "no disposable." The problem source has been determined to be unknown.

Manufacturer narrative:
Other, other text: a1, h6) customer noted that there was no patient involved in the reported event. It occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd legacy plus pump had no disposable alarm failure. No adverse effects were reported.